Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states skin irritation, lung disease, cancer, kidney disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously this report was reported as non-uno due to allegation on repaired device. Now the device information has been updated, and it was determined that the report should be reported as uno report. All mandatory section has been updated/corrected.